Event description:
The patient experienced a shocking/jolting sensation when going through the security entrances of some stores. The patient was instructed to turn the device off or down to 0.0v before entering stores. The physician had not seen the patient since (B) (6) 2008.

Manufacturer narrative:
(B) (4).